Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x12mm synergy ii drug-eluting stent was selected for use; however, it was noted that the catheter was broken. No patient complications were reported.